Manufacturer narrative:
D4: insufficient information was provided to be able to determine the full UDI. **UDI related data quality updates only**

Manufacturer narrative:
Updated one device was received for investigation. The device was functionally tested. A leak was identified during the testing. The reported complaint is confirmed. This leakage can be caused when the sample is under excessive air pressure or if there is an incorrect connection of the air supply device. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that during patient use the pilot balloon was found leaking. The customer suspected damage to the inflation line. Adverse effects and resolution are unknown.

Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. D4: lot number, expiration date and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.